Event description:
A report was received that the patient developed intermittent aching sharp pain beginning in the lateral infrapatellar region extending into this lateral ankle and foot following a non device related procedure. The physician doesn't believe that the pain is device related and the patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision to capture the new non device related pain. The patient is reportedly doing well following the revision. Additional suspect medical device components involved in the event: model # sc-2218-50, serial #(B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm.

Event description:
A report was received that the patient developed intermittent aching sharp pain beginning in the lateral infrapatellar region extending into this lateral ankle and foot following a non device related procedure. The physician doesn't believe that the pain is device related and the patient will undergo a revision.